Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the print on the barrel. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the print on the barrel was missing.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the print on the barrel. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the print on the barrel was missing.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the print on the barrel was missing. The returned syringe was examined and exhibited no scale print printed on the barrel. Unable to perform DHR check for scale marking missing due to unknown lot number. Embecta was able to confirm the customer¿s indicated failure. A definitive a definitive root-cause could not be determined. H3 other text : see h10.